Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan alleging that their onetouch ultra2 meter was displaying a low battery message. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began 3-4 weeks previously. The patient manages their diabetes with self-adjusted insulin. The patient reported increasing their usual dose of medication in response to the alleged issue. The patient reported that 3-4 days later they developed symptoms of ¿dizzy and headache¿. The patient reported visiting their doctor on september 15. The patient stated that the doctor advised them to have a blood test at a medical clinic. The patient reported visiting the clinic on (B)(6). The patient reported obtaining a blood glucose reading of 307mg/dl on the clinic meter. No medical treatment was reported. At the time of troubleshooting the cca determined that the battery needed to be replaced. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event after the alleged issue began.